Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the lens was found to be worn out and there was noted dso seal degradation. This was caused due to normal wear from usage. The screen was replaced as well as the dso seal. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited air bubble on the downstream occlusion sensor and had damaged lens. No reported adverse effects.